Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a venous air alarm occurred during a routine hemodialysis treatment. The operator reported leaving the white and red clamps at the saline "t" open, allowing the saline bag to empty and introduce air into the blood circuit. Rinseback could not be performed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the treatment log file confirmed the alarms to be arterial air alarms, and not venous air alarms as initially reported. The reported blood loss is due to user error, confirmed by the log file as the operator did not close the saline clamps as instructed to in the user's guide. The cycler alarmed appropriately. Facility staff has been notified and will provide additional training regarding pt connections prior to treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.